Manufacturer narrative:
D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Device evaluation summary: the product was returned to mentor for evaluation, where a thorough investigation was conducted. Visual analysis of the returned device determined that the breast implant was found to have a tear on the anterior view, measuring approximately 4.2 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a 'rock in sock' deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
One 300cc mentor smooth round moderate profile saline breast prosthesis (patient's right side) was received by the mentor failure analysis lab on (B)(6) 2026, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. On (B)(6) 2026, the product investigation determined that the breast prosthesis had a tear on the anterior view, measuring approximately 4.2 cm. This will be conservatively reported to FDA. This medwatch form is for the right breast prosthesis.